Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. Ref: # (B)(4).

Event description:
Report received from the USA stating that they would like the device evaluated with the motor and foot pedal since the drill only spins as 1000 rpm's during surgery. There were no user or pt injuries. It is unk if medical intervention or surgical delay occurred. There was no additional info provided.